Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for a suspected supraventricular tachycardia (svt). Boston scientific technical services (ts) reviewed the recorded episodes and determined that this device delivered inappropriate therapy for an atrial arrythmia with rapid ventricular response. It was noted that therapy exhaustion occurred. Programming enhancements were suggested. This device remains in service. No additional adverse patient effects were reported.